Event description:
It was reported that during the embolization treatment for arteriovenous malformation(avm), the subject guidewire was fractured inside the micro catheter inside the patient's anatomy. The physician retrieved both pieces of the broken guidewire and used a new guidewire to complete the procedure successfully. There were no reported clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date - added. H3 device evaluated by mfg - updated. H3 summary attached - updated. H4 manufacturing date ¿ added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned. Visual analysis revealed that the guidewire was broken at 36.5cm from the distal tip and there is evidence of shear stress to the fracture point. A functional test was not performed due to the condition of the device, and the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the available information, the break occurred while attempted to torque/steer within micro catheter to access branch vessel. This was a arteriovenous malformation(avm) procedure so distal branches were small and tortuous. The device was returned and the damage noted to the device is indicative of the reported event. It is probable that the device was broken as a result of the attempt to navigate through the patients tortuous anatomy. An assignable cause of procedural factors was assigned to the reported "guidewire broken/fractured during use" and to the analysed "guidewire broken/ fractured inside patient", as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu, but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the embolization treatment for arteriovenous malformation(avm), the subject guidewire was fractured inside the micro catheter inside the patient's anatomy. The physician retrieved both pieces of the broken guidewire and used a new guidewire to complete the procedure successfully. There were no reported clinical consequences to the patient.